Event description:
Upon starting laparoscopy, camera was not transmitting a picture. Dr disconnected the camera and tried to reconnect with the same result. It was then noted that one of the fiberoptic prongs was slightly bent. It wasn't making a complete connection with camera machine, unable to straighten. The decision to do an open laparotomy was made by dr.